Event description:
On (B)(6), a customer reported to medela customer service that her pump in style advanced breast pump had low suction. In addition, the customer reported that she was diagnosed with mastitis and received amoxicillin to treat the infection.

Manufacturer narrative:
The customer was sent a replacement device. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
A medela clinician contacted the customer on (B)(6) 2015 and the customer stated that she has received her new pump and has completed the antibiotic prescribed to her. The product was received on 07/29/2015. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event.